Event description:
It was reported that a patient received an inappropriate high-voltage shock in response to incorrect interpretation of supraventricular tachycardia (svt) was observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.